Manufacturer narrative:
The cls remains implanted in the patient and the cluneal lead was discarded after removal. The root cause of the reported discomfort at implant site of cls and lack of additional pain coverage with cluneal lead which led to the reported event cannot be definitively determined. The evoke scs system surgical guide states the following: ¿the risks associated with the implantation and use of a spinal cord stimulation system include: inadequate pain relief following system implantation and persistent post-surgical pain at hardware implantation sites which may require surgery (including revision, explant, and replacement) as a result¿ device information for cluneal lead: model - 103807, catalog - 1008, lot number - 9016222706, UDI - (B)(4), expiration date - 19 september 2024, manufacture date - 20 september 2023.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported discomfort at the implant site of evoke closed loop stimulator (cls) when laying on their side. An x-ray was obtained which confirmed the cls position. A revision procedure was performed, the cls was repositioned and the cluneal lead was removed. The physician opted to remove the cluneal lead because it was no longer required for therapy coverage. Following reprogramming, the patient was receiving sufficient pain coverage with the one (1) lead which remains implanted. It was confirmed that the cluneal lead had been operating as intended prior to the lead removal.